Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. An out of tolerance subthreshold lead impedance alert occurred on (B)(4) 2014. Max a-pace impedance rises from 589 ohm the week ending (B)(4) 2014 to > 4000 ohm the week ending (B)(6) 2014.

Event description:
It was reported that the atrial lead had high impedance which triggered an alert, artifact seen on the egm, and intermittent far field r-wave oversensing. Lead fracture was suspected. It was noted that the lead was implanted after the use-before-date. Lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.